Event description:
During a laparoscopic cholecystectomy, the grasper was inserted through the trocar, while retracting the liver-the instrument came apart in the patient's abdomen. One piece was located prior to x-ray and searched for other piece for approximately 15 minutes. An x-ray was performed prior to closure and last piece was located, retroperitoneal to liver. Total prolonging of surgery was approx 45 minutes. Instrument was discarded.

Manufacturer narrative:
Item was discarded. All available information has been forwarded to the manufacturer, smith & nephew endoscopy.